Event description:
I had breast augmentation in 2010. Within the first two years I started having strange symptoms of anxiety, lethargy, food intolerances, brain fog, memory issues, shortness of breath, migraines, peripheral neuropathy and progressively worse into auto-immune symptoms and positive tests result for antibodies. Gerd, afib, increased inflammatory markers. I am no longer able to work as a therapist due to joint pain. I used to be able to exercise frequently and was active, but now I get exhausted easily and often have flu-like symptoms that come and go with no explanation. I feel my implants are causing a bad reaction within my body and have greatly affected my immune system. I am (B)(6), 57" (B)(6). I have had multiple tests over the past 7 yrs for antibodies, gerd, joint and connective tissue disorders, heart disorders, skin disorders, and neurological disorders, all positive, with no explanation. Connective tissue disorder, oa, osteopenia, peripheral neuropathy, memory loss, hemiplegic, tia, fibromyalgia. FDA safety report ID# (B)(4).